Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not changing in arctic sun device. Possibly malfunction of the chiller compressor. Per follow up information received via email on 09 aug 2024, issue not yet resolved. Still malfunction. The patient complete therapy by the other one device. The patient kept normothermia with no harm. Per sample evaluation results received on 24 oct 2024, it was reported that the failed chiller pump also contributed to cooling issue. The hot side spade connector between the power inlet module and the ac main voltage circuit card was found to be melted.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA 1405844. The device was evaluated. The hot side spade connector between the power inlet module and the ac main voltage circuit card was found to be melted. Replaced power inlet module lot 2249 with lot 2242 and ac main voltage circuit card sn (B)(6) with sn (B)(6). The device passed all applicable testing and is ready for use. "The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided." The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not changing in arctic sun device. Possibly malfunction of the chiller compressor. Per follow up information received via email on 09aug2024, issue not yet resolved. Still malfunction. The patient complete therapy by the other one device. The patient kept normothermia with no harm. Per sample evaluation results received on 24oct2024, it was reported that the failed chiller pump also contributed to cooling issue. The hot side spade connector between the power inlet module and the ac main voltage circuit card was found to be melted.